Event description:
It was reported that the patient was wondering as they were experiencing some pain, burning when taking off the purewick female external catheter in the morning and the pain stays for 2 to 4 hours. It was noted that the patient had been using this product for less than 90 days. No medical intervention was reported. Per follow up received via phone on (B)(6) 2022, it was stated that the patient did seek medical attention from their doctor. The doctor prescribed them a medication for discomfort and also told them that they have bladder spasm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The instructions for use were found adequate and states the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." "Ensure the pure-wicktm female external catheter remains in the correct position after turning the patient. Remove the pure-wicktm female external catheter prior to ambulation." "Properly placing the pure-wicktm female external catheter snugly between the labia and gluteus holds the pure-wicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the pure-wicktm female external catheter for some patients." "Not recommended for patients who are: experiencing skin irritation or breakdown at the site agitated, combative, or uncooperative and might remove the purewicktm female external catheter". " to remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was wondering if they should have some pain, burning when taking off the purewick female external catheter in the morning and pain stays for 2 to 4 hours. It was noted that the patient had been using this product for less than 90 days. No medical intervention was reported. As per follow up received via phone on (B)(6)2022, it was stated that patient did seek medical attention from their doctor. The doctor prescribed them a medication for the discomfort and doctor also told them that they was having bladder spasm.